Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 pt reported that their rcvr turned off and then would not turn back on again until they plugged the rcvr into the charger. They had to push and hold the select button like manually turning on the rcvr to get the rcvr to come back on once it was on the charger. Pt stated that the rcvr went directly to the trend graph screen and did not show the initialization screen. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of  the complaint is undetermined. A root cause could not be determined.